Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.(bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 164, 92 and 120 mg/dl. The customer also stated that this meter is giving him higher results since he has started using it. The customer's expected fasting blood glucose test result range is 105 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 166mg/dl (B)(6) 2016 02:38 pm fasting: no; 164mg/dl (B)(6) 2016 12:13 pm fasting: yes; 92mg/dl (B)(6) 2016 12:12 pm fasting: yes; 120mg/dl (B)(6) 2016 12:08 pm fasting: yes; 124mg/dl (B)(6) 2016 12:03 pm fasting: yes. Memory concerns: 124,120, 92, 164 and 166mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 164, 92 and 120 mg/dl. The customer also stated that this meter is giving him higher results since he has started using it. The customer's expected fasting blood glucose test result range is 105 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).